Manufacturer narrative:
The user-reported leaking issue was confirmed. Affected IV sets are under recall # (B)(4). The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00026_(B)(4)) on 09/02/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The customer reported "IV sets leaking at the filter. No patient injury or harm was involved, just some wet pants and a small loss of drug." No patient injury or harm was involved in this case.